Event description:
The following is based off a review of the patient's medical records provided to davol by the patient's attorney: (B)(6) 2007 - the patient underwent implant of a bard/davol ptfe mesh and bard uretex pubovaginal sling during an abdominal sacrocolpopex, combined anterior and posterior repair, synthetic pubovaginal sling, adn cystoscopy with suprapubic catheter placement. Multiple office visits post op, indicate the patient complaining of urinary frequency, urgency, and urge incontinence with findings of uti, overactive bladder, and bladder dysfunction. On (B)(6) 2010 during a routine exam the patient was noted to have a cystocele and a rectocele. On (B)(6) 2012 - the patient underwent an anterior and posterior revision surgery. Of note, "examination was done and no evidence of foreign body exposure or mesh exposure."

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. It is alleged in the patient's legal fact sheet that the patient was treated for mesh extrusion, and infection. Extrusion is listed as a possible adverse reaction in the instructions for use. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.